Event description:
During a follow-up in clinic, episodes of myopotential oversensing were observed on the device. Provocative testing was performed, however, was inconclusive. Technical support was contacted and provided reprogramming suggestions to resolve the event which will be implemented at the next follow-up in clinic. The patient was stable.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.